Event description:
It was reported that this brady lead was attempted for implant; however, the catheter could not be maneuvered adequately to achieve appropriate positioning for lbb capture. Tight access and an acute bend made steering the catheters excessively difficult. The lead was replaced with the same model. No adverse patient effects were reported.